Manufacturer narrative:
Updated information: d3 MFR fax number added.

Manufacturer narrative:
This is one of two related repots. This report represents the purge cassette and another report was submitted to represent the impella cp. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery access site to support the 82 year old female patient who had been admitted in with acute myocardial infarction and cardiogenic shock. Prior to the pump placement the patient was supported by a vent for respiratory needs, other medical history was not shared. When the case support was started there was an air in purge/priming failure and alarm. The team made decision to remove and replace the pump due to the failure. The new pump was placed without harm or injury noted from any delay. The patient did expire on the 2nd pump support. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition. The investigation revealed the purge cassette to have a connection issue beyond the priming issue the medical team presumed to have occurred. The air was in the purge cassette line and the connection between the purge cassette line and the purge spike (both parts of the purge cassette) was loose.